Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was between 120-205 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Customer continued to use the pump for insulin therapy and also has manual injections as back-up.